Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify failed battery alarm, e70 and alarm due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error alarm. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. Customer was declined to troubleshooting. Customer received failed battery alarm. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was exposed to high magnetic fields. Customer stated that they had magnetic resonance imaging. Customer stated that when they tried to rewind the insulin pump they got motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.